Manufacturer narrative:
(B)(4). The device was returned in good physical condition. Visual inspection was conducted and the shaft's sheath did not translate along the rotational knob. The shaft sheath was found to be disengaged from the rotational knob. The instrument was tested for continuity and was found to be conforming. This issue could have contributed to the reported issues. No conclusion could be reached as to what caused this issue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the tip of the device was bent easily so the doctor could not use it well. The activation button was not working on the handle. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device and one handle will be returned.